Event description:
One patient sample with discrepant sodium results. Initial result gave 118 mmol/l; repeated twice giving 123 and 125 mmol/l. Sample sent to another facility for repeat testing, (method of testing not provided) resulted a sodium of 126 mmol/l. Initial result was reported. Patient not adversely affected. The field service representative determined the cause to be a problem with the ise tubing and connections. Reseated all ise tubing and connections. It was also noted there was a problem with the mis/dry adjustments and ise seals. Adjustment was performed and seals were replaced. Performance tests were performed and within specification.